Event description:
It was reported that noise episodes were observed when the patient presented for ventricular tachycardia and received appropriate high voltage therapy. The lead was capped and replaced. During the procedure, it was noted that the lead was not well positioned to the apex, but was just beyond the tricuspid valve. The physician suspected this may have contributed to the failure. The patient was in stable condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.